Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that there device was not completing the boot up process and was getting stuck on the user test screen. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that there device was not completing the boot up process and was getting stuck on the user test screen. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface to stack flex assembly cable to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the device's removed user interface to stack flex assembly cable and determined that flexing the cable intermittently caused the device to lock up.